Event description:
It was reported that the patient underwent posterior lateral arthrodesis, l4, l5, s1 bilaterally using pedicle screw instrumentation. Intraoperative bleeding resulted in 3 liters blood loss. The pedicle screws that were implanted during this procedure loosened and required revision. On a 191 days post-op, the patient underwent surgery to treat l4 to s1 nonunion and loosened hardware. Redo, l4 to s1 instrumentation; and redo, l4 to s1 arthrodesis.

Manufacturer narrative:
The part number of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part# 75446545 and # 75447535. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.